Event description:
It was reported that the implantable pulse generator (ipg) battery depleted faster than expected. The ipg was explanted and replaced. It was further reported that the right atrial (ra) lead has exhibited chronic high thresholds. The lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 4074 implantable pacing lead (B)(6) 2007.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.